Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 387s-40, lot# va0tqyw, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0tqyw, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 37092, product type: accessory. (B)(4). Analysis of the patient programmer found no anomaly. The complaint was unverified and the antenna jack was cleaned.

Event description:
A consumer reported the patient's shaking was getting worse and they wanted to adjust their stimulation, but they had poor communication and the patient programmer showed a poor communication screen. The shaking had gradually been getting worse day by day, which started about a week ago. The patient had contacted a manufacturing representative about the issue on the day of this report. The patient was not recently implanted or had a recent revision. The programmer antenna was being used, but there was no telemetry with the antenna. The patient was able to sync with the implantable neurostimulator (ins) without the antenna attached. Two days later, the patient reported that they received the replacement programmer, but they were still getting a poor communication screen with the antenna attached. The antenna was not working and was going to be replaced. Replacement of the programmer and the antenna resolved the poor communication screen and the increased shaking. The patient did not shake at all and they only shook when they needed to be programmed. The patient's indication for use is essential tremor and movement disorders.